Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the material may have adhered from outside. The component analysis showed that the foreign material was black polypropylene film which were not originated from endoscopes, reprocessors or package of endoscopes. They are originated from mask, medical shoe cover, or the like. However, a definitive root cause of the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: labeling: we confirmed that IFU reprocessing manual states inspection methods on the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had a black foreign object in the cleaning tank. The issue occurred during reprocessing. There were no reports of patient harm.